Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device failing air in line sensor during preventive maintenance was not identified during the customer call. Tech support step through air in line sensor test in asm to trying isolate problematic fault. Retest and check setup for the asm. Customer unable to duplicate air in line sensor fault. Customer successfully tested and passed preventive maintenance. Customer will return the device back into service and monitor serial number in case of any reoccurring error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device was failing air in line during preventive maintenance. There was no patient involvement.